Event description:
According to the event description: "at around 10:20 a.m., the attending nurse entered the patient's room because the monitor had triggered a severely low blood pressure alarm (approximately 40/20 mmhg). While checking the norepinephrine infusion rates, the nurse noticed that the infusion pump was in syringe change mode, even though the lever for changing the syringe had not been moved and no other buttons had been pressed."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History inspection: on the reported date of the incident, (B)(6) 2025, a total of 5 syringe changes were successfully carried out. No abnormalities can be found in the device history files. The last syringe holder alarm occurred on (B)(6) 2025, at 10:16, and was confirmed by the user after 3 minutes. The cause of the syringe holder alarm cannot be clarified beyond doubt based on the history. Visual inspection: the cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device shows normal signs of use. No damage is visible. Functional inspection: the device passes the self-test. An ops 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: the pump underwent a 72-hour test using a 50 ml ops syringe at a low flow rate, and no faults were detected during the test. According to service manual, a syringe recognition test was performed and the measured values were: 31.7 mm (required range: 31.6-32.4 mm). 8.9 mm (required range: 8.6-9.4 mm). The values are within specification. Disassembling: during disassembling, it was determined that the threaded dome was torn, the battery connector could no longer be securely mounted, and the circuit board showed signs of liquid damage in the area of the drive connection cable. Additionally, liquid residue was detected when dismantling the drive head. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313.